Event description:
The patient developed an infection at the implant site in 1997. In 1997, exploratory surgery was performed. An infection was found in the bony bed and excised. The etiology of the infection was unknown. The implant was relocated without disturbing the electrode. Some months later, they developed an infection. The device was explanted in 1998. They were-implanted with another clarion device.